Event description:
It was reported that during a stent graft placement in the lower leg, the doctor was placing the second graft and met with resistance. The device failed to deploy. The doctor removed the device and was able to successfully complete the procedure by using another stent graft. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for eval. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been partially released for 20mm. The outer sheath was torn off at the catheter reinforcement and elongated in that area. The inner catheter protrudes 30 mm from the outer sheath. The complaint is confirmed. The condition of sample leads to conclude that the system was exposed to high friction forces during advancement in the vessel, which may have resulted in the described deployment difficulties and the fracture of the outer sheath. However, based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.